Event description:
A customer reported an issue with a continuous glucose monitor (cgm) device showing error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the customer through the process. After the reset, the cgm error did not reappear, and the customer was able to successfully start their sensor session.